Event description:
While preparing for an IV catheter insertion for routine re-hydration in a pt, a single drop of liquid was noted on the tip of the plastic catheter. A different make/model/MFR device was then used for the procedure while all catheters of this first make/model/MFR were pulled and several inspected. These were all found to have the liquid, an oily substance on the tip of the catheter. This is not normal in rptr's experience and an investigation was begun. No further use will be made of this device pending the results of inquiry. The subject was involved in one similar complaint received in 1991 which cited "bumps on tip of needle." The MFR's tests concluded that the "bumps" were beads of lubricant. The MFR was consulted regarding the current event and feels strongly that the drop of liquid on the tip of the plastic catheter is also a lubricant. The lubricant poses no hazard to pts and is commonly used on many intravenous devices. Suspended units are considered suitable for use. If the complainant wants the MFR to verify the liquid as a lubricant, a few needle units may be sent to their address on the complaint. A customer svc rep from the firm can be reached by phone.